Event description:
Inflammatory reaction [joint inflammation]. Persistent pain [joint pain]. Swelling/synovial swelling [joint swelling]. Case narrative: this case is cross referenced to case (B)(4). Initial information received on 22-jun-2018 regarding an unsolicited valid serious case received from a physician. Country: united states. This case involves a patient with unknown demographics who experienced inflammatory reaction, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one dosage unknown (lot - 7rsl047, expiration date: 31-oct-2020) and later developed serious inflammatory reaction. Final diagnosis was inflammatory reaction. Cortisone injection was given as the treatment. The patient outcome is reported as unknown for inflammatory reaction. A product technical complaint (ptc) was initiated on 05-jul-2018 for lemtrada. Batch number; 7rsl047 (exp date: 31-oct-2020) (B)(4). The production and quality control documentation for lot 7rsl047 expiration date (2020-10-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot/batch record review and lot/frequency analysis for lot number 7rsl047 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 05-jul-2018 there are 4 complaints on file for lot 7rsl047 and all related sublots. Four (4) complaints were on file for lot 7rsl047: (3) adverse event reports and (1) broken tip/broken barrel. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 product complaint handling to determine if a CAPA was required. Additional information was received on 05-jul-2018. Global ptc number and ptc results were added. Expiration date was added. Clinical course was updated and text was amended accordingly.